Manufacturer narrative:
Other, other text: one medfusion 3500 pump was returned for analysis due to displaying a background test issue. There was force sensor background test and force sensor test errors in the history. The force was out of specification. The operator recalibrated the force and that cleared up the problem. The issue seems to be due to use as the sensor is 9-year-old. The sensor and the plunger cable was replaced as a preventative measure. Additional repairs were made along with recalibration and functional testing.

Event description:
Information was received indicating that a smiths medical medfusion test had a background test. There was no reported adverse event.